Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot#: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient had been trying to connect to the pump and they had to reboot/restart the handset because it could not find the pump or it just spins. They also get a lag time at 90% but it was not a long lag time. Agent had them toggle on location and confirm bluetooth was also toggled on. They were able to connect to the pump quickly. They bolus up to 8x a day. Additional information received from the patient reported that they had seen error code 156 twice and had to continue to reboot. Agent went through the clearing the cache and the patient stated it seemed to be quicker. They were advised to monitor and call back if the issues continued.

Event description:
Additional information was received from a healthcare provider who reported the patient was continually having to reboot and is getting a "red screen¿. The healthcare provider was requesting a new ptm (personal therapy manager) for the patient and stated sometimes the patient had troubles connecting to the pump. A request was sent to the repair department for a replacement handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.